Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The blood glucose reading was 22 mmol/l at the time of entry into the ambulance, and after treatment with an manual injection, the blood glucose reading during the call was 14.3 mmol/l. The reporter stated that the customer had experienced high blood glucose levels all day after an infusion set change. The customer also had an infection. The customer was taken off of insulin pump therapy upon admittance into the hospital. A bent infusion set cannula was found. Advised return of the infusion set for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.